Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there were bent pins on the controller. No consequence to patient. No additional information available.

Manufacturer narrative:
The site further reported that the controller was exchanged with no reported patient consequence. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the controller revealed that the device failed visual inspection due to bent pins in power port 1 and power port 2, making a connection to both ports difficult. This failure is most likely due to a forced or improper connection to the port causing the pins to bend. Heartware has an open internal investigation to evaluate bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.